Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The customer reported an ultrathane shetty single lumen gastrojejunostomy catheter was employed with no issues reported. However, within 24 hours following the procedure, the end of the gastrojejunostomy tube reportedly came off. The customer confirmed that no additional procedures were required and no adverse events occurred as a result of the issue. Additional information has been requested from the reporter, but none has yet been provided. It is unknown if the complaint product will be returned for evaluation.

Event description:
The customer reported an ultrathane shetty single lumen gastrojejunostomy catheter was employed with no issues reported. However, within 24 hours following the procedure, the end of the gastrojejunostomy tube reportedly came off. The customer confirmed that no additional procedures were required and no adverse events occurred as a result of the issue. Additional information has been requested from the reporter, but none has yet been provided. It is unknown if the complaint product will be returned for evaluation. Additional information identified/clarified the patient underwent an additional procedure to place another catheter on an unknown date. It was also determined that it should be noted that "end of the gastrojejunostomy tube" refers to the hub of the tube.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, and quality control data was conducted during the investigation. The complaint device was not returned therefore physical examination of the device could not be performed. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no evidence to suggest that this device was made out of specification or that there are nonconforming product in the field. A device history record review and complaint lot search of the manufacturer's complaint database could not be performed as the complaint lot number was not provided. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified, and this failure mode will continue to be monitored.

Manufacturer narrative:
The device was returned for evaluation. The catheter was returned in three separate pieces; the red cap and two portions of catheter tubing. The hub was separated and a proximal portion of the catheter had separated from the rest of the catheter shaft. There appears to be clamp marks on the hub, possibly indicating the use of a hemostat. The diameter of the flare and cap inner diameter were found to be out of manufacturing specifications, however with this could be attributed to the forces of the hemostat and the separation of the flare. A review of the manufacturing documents was conducted, and it was concluded that the proximal assembly (hub) is visually inspected by quality control during manufacturing and no notable gaps in production or processing controls were noted. Based on the available information, there is no evidence to suggest that this device was made out of specification or that there are nonconforming product in the field. The root cause is unknown. The risk assessment for this failure mode was reviewed, and it was determined that no additional risk mitigating activities is required at this time. However, this failure mode will continue to be monitored in the future.

Event description:
No additional information or changes at this time.